Event description:
A company representative reported that two cascadia an lordotic-oblique inserters were unable to disassemble from cages intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the second of two inserters.

Manufacturer narrative:
Additional data: h3. H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.